Event description:
It was reported to covidien on (B)(4) 2011 that a customer had an issue with an scd sleeve. The customer states the pt had numbness two days after a surgical procedure that lasted 10 hours.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway, upon completion the results will be forwarded.